Event description:
It was reported that the battery voltage is reading lower than expected during interrogation. It has been further reported that the device may have had premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. Analysis indicated a low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.64 v while the daily battery voltage trend measurement was 2.95 v.

Event description:
It was reported that the battery voltage is reading lower than expected during interrogation. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated a low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.64 v while the daily battery voltage trend measurement was 2.95 v.